Event description:
Reportedly on (B)(6) 2019, the pacemaker was interrogated and found reprogrammed in vvi mode, basic rate 70 min-1, 5.0 v/0.50 ms, sensitivity 2.2 mv and unipolar configuration whereas the pacemaker was programmed in ddd mode in the previous follow-up on (B)(6) 2018. No message was observed on the programmer screen. No anomaly was confirmed on the atrial and ventricular leads in unipolar and bipolar configuration. The pacemaker was then reprogrammed with the parameters from the previous follow-up. As statistics were reset on (B)(6) 2018 and only the data related to the ventricle was recorded since then, it is suspected that the pacemaker was reprogrammed in nominal mode on (B)(6) 2018.

Event description:
Reportedly on (B)(6) 2019, the pacemaker was interrogated and found reprogrammed in vvi mode, basic rate 70 min-1, 5.0 v/0.50 ms, sensitivity 2.2 mv and unipolar configuration whereas the pacemaker was programmed in ddd mode in the previous follow-up on (B)(6) 2018. No message was observed on the programmer screen. No anomaly was confirmed on the atrial and ventricular leads in unipolar and bipolar configuration. The pacemaker was then reprogrammed with the parameters from the previous follow-up. As statistics were reset on (B)(6) 2018 and only the data related to the ventricle was recorded since then, it is suspected that the pacemaker was reprogrammed in nominal mode on (B)(6) 2018.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190502 - file-2019-00387 - analysis_and_closure_report_resp-2019-00363.pdf].